Manufacturer narrative:
(B)(4). Medical products: vangaurd cr tibial bearing cat#: 183564, lot#: 092330 ; bmet regenx pri tib tray cat#: 141275, lot#: 640070 ; regenerex taper cap cat#: 141269, lot#: 868070 ; rgx 3 peg ser a patella 37mm cat#: 141358, lot#: 826590 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09208, 0001825034 - 2018 - 09207.

Event description:
It was reported that the patient suffered from adhesive capsulitis in the right knee and underwent manipulation under anesthesia three months after right knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.